Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 502 mg/dl. Customer states that the cannula was bent and so for a whole day she was not getting insulin. Customer treated high blood glucose with a manual injection. Customer states that it happened twice and she did not get insulin for three days. Customer states that her blood glucose are coming down after taking glucose and manual injection. Customer states that it has been almost three hours and she is at 239 mg/dl. Customer states that she noticed she had a bent cannula. Customer states that with the first occurrence of the bent cannula she had gone from 90 mg/dl to 294 mg/dl. Customer checked her blood glucose and she was at 400 mg/dl something. Customer states that she can see wear the previous sets were inserted. Customer states that the bent cannula did not appear to have penetrated the skin at all. Troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.